Manufacturer narrative:
Approximate age of device - 3 years. The replaced portion of the percutaneous lead was returned for analysis. The evaluation is not complete. The patient remains ongoing on lvad support. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that a red heart alarm occurred with pump stoppages. The patient was asymptomatic during the event. The patient recalled getting her driveline caught and pulled on a doorknob approximately 3 weeks before the event. The log file submitted to the manufacturer for review displayed a transient low speed event and additional low speed and low flow events, as well as intermittent pump stoppages. On (B)(6) 2015, the manufacturer¿s technical services team evaluated the patient¿s driveline and found no broken wires while performing continuity tests. X-rays revealed a suspect area at the distal end bend relief area. An external percutaneous lead replacement was subsequently performed; however, approximately 10 days after the repair, it was reported that the patient experienced low flow alarms with low speed drops. The log file submitted to the manufacturer displayed a transient elevated power event with low speed events, including intermittent pump stoppages while the patient was tethered on a grounded power module patient cable. Submitted x-rays did not show any areas of concern. A possible short to shield or driveline fracture, possibly farther up the driveline or internal, was suspected. On (B)(6) 2015, transient low speed events with pump stoppages continued to occur. The hospital requested a modified power module patient cable for the patient¿s use.

Manufacturer narrative:
The evaluation of the returned section of the driveline confirmed an issue that would have potentially contributed to the reported event. The returned section of the driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual inspection of the wires did not reveal evidence of mechanical damage; however, the driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire's insulation. This test revealed an area of current leakage along the yellow wire at the nipple housing of the metal connector. Further analysis revealed that the observed wire damage appeared to be the result of repetitive flexing. Abrasions to the remaining wires were observed, but were otherwise unremarkable. If the exposed conductors of the yellow wire made contact with the braided shield while the patient was operating on the power module, the resulting short to ground would have resulted in the red heart alarms and pump stops that were confirmed through the evaluation of the log file. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was provided with a modified power module patient cable on (B)(6) 2015. The vad coordinator also reported that both system controllers were exchanged at that time and the patient has not had a low flow issue since the system controller exchange. Approximately 2 months later ((B)(6) 2015), another log file was submitted to the manufacturer that showed low speed advisories and pump off events while the patient was connected to the clinic's grounded power module patient cable. It was reported that these events were due to the known short to shield issue. It was mentioned that the clinic was aware of the patient's short to shield issue but still decided to try a grounded power module patient cable to interrogate the device, which induced the pump stop alarms. The patient was asymptomatic during the event.